Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 6. On 2024-01-19, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, swelling and inflammation. No further patient complications were reported.